Event description:
Plastic tubular retractor had to be replaced during a surgical procedure, per surgeon "device fractured and began actually shattering and fragments were coming down, ...redilated, passed a few dilators in, removed the old tubular retractor, and passed it off the field, and then along with all of its fragments. "Procedure being performed was microendoscopic diskectomy and hemilaminectomy with medial facetectomy. Device involved was metrx endoscopic disposable 22mm x 7mm. Follow -up x -ray showed no retained objects.